Manufacturer narrative:
Product analysis indicates one opened sample, part number 8225101, from lot number 0213795951 was received for analysis. There was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2ohms. The probe was plugged into a nim system using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma and a waveform / event tone over 300uv. The device condition was in specification as it relates to the complaint. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported during a thyroidectomy procedure, a prass probe was initially used for the procedure. There was no response from the nim system when the probe touched nerves. There was no warning sound from speaker nor waveform on the screen. The issue was noticed approximately an hour into the surgery. The doctor turned off the system, turned it back on, and checked all connections with no resolution. Finally, the doctor replaced the probe and used stim 2 rather than stim 1 to complete the surgery. The surgery was delayed for approximately 10 minutes. There was no patient injury.